Manufacturer narrative:
Follow-up # 1; date of submission: 09/21/2016. The pump has been returned and evaluated by product analysis on 08/29/2016 with the following findings. During investigation, a visual inspection showed a battery compartment crack from the threads to the case seal. There was rust and corrosion in the battery compartment. A leak test was performed and a leak was found in the battery compartment. The pump was opened and no moisture was found inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in insulin delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
(B)(4).